Event description:
IV tubing was stuck in white lumen of cvp. While nurse was trying to get IV tubing out of white lumen, tubing cracked and broke off. White lumen cannot be capped because a piece of tubing is stuck. Part of tubing lodged in line. White lumen covered and taped "do not use."